Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on radius side assessed as surgical damage. Additional observations: white particles observed. Crease fold observed. No further actions are required as no manufacturing issues are observed.